Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. The pump was set to alarmed low reservoir at 20 unit left and was also set to 10 units left. The pump alarmed low reservoir properly at the selected unit left. Pump received with minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was not alarming in time when reservoir was low. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. Customer was advised that alarm history showed that low reservoir alarm was received at 20 units and 10 units. Customer was advised that no further alarm would be received after 10 units. Customer reported that both alarms were received at the same time. Customer was advised that insulin pump would need to be replaced.